Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rust on the control body. (Signs of fluid invasion).could not confirm from where fluid entered the device. However, this event may have been due to handling of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited rust and crystallization on the control body. There was no patient involvement.